Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.5 centimeters in size and located in the right upper lobe anterior segment. A radial ultrasound bronchoscopy (rebus) probe was utilized to localize the lesion. Instruments used for biopsy included a 21g flexision biopsy needle. The biopsy results were positive for malignant adenocarcinoma. Further details were not provided. There was no indication of a malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no indication of a malfunction associated with the event. System logs were not available for review. .